Manufacturer narrative:
Additional information has been requested regarding status of device repairs, and if provided a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has battery backup issue.

Manufacturer narrative:
Updated fields- b4, d8, d9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields- e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Unit is not working in battery mode. Checked the unit and found both the batteries are defective, hence it need to be replaced for the proper function of the unit. The fse visited the site again to check the unit and that had both the batteries defective has been replaced with new batteries by the customer and using the machine. Now checked the unit and found all functions working fine. Unit is not working in battery mode.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).